Event description:
It was reported that the t:slim x2 pump battery would not charge despite several troubleshooting steps, including using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed on the procedures to follow upon receiving the replacement. The customer was also informed to allow the existing pump's battery to deplete fully before returning it to tandem.